Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sigmoid according to the reporter: the instrument did not fire during 3 different procedures with 3 different surgeons (always same idrive with same adapter). No patient harm. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity, no reinforcement material used. Additional information 1. Please confirm that product will be returned for investigation. Yes 2. Did all procedures occur on the same date? Yes 3. Did the device function properly after the initial malfunction? No, a single use handle was used a) if not, what was the done to complete the procedure? 4. What are the status lights displaying on the I-drive? All lights are green, after press the fire button nothing happened 5. What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Tri-staple reload 6. What is the patient age, weight, gender? (B)(6), female 7. What is the last known patient status? Patient is fine